Event description:
It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and failure to sense due to clavicular crush. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead also had an insulation breach issue.